Event description:
It was reported that during the implant procedure when the lead was passed to the physician, the patch was bent and the connector pin was bent. The physician did not use the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal end/electrodes of the lead were bent. The distal conductor was extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant. (B)(4).